Manufacturer narrative:
The subject (B)(6), 54 years old at the time of enrollment.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2025 as a part of the clinical trial. The target lesion #001 was in the left mid superficial femoral artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 60 mm lesion length with 76% stenosis and was classified as tasc ii class b lesion. Prior to target lesion treatment with study device, atherectomy was performed using 1.7 mm turbo elite atherectomy device. Treatment of target lesion was performed by dilation using 6 mm x 80 mm ranger drug coated balloon, study device. Following procedure, 6 mm x 80 mm non - bsc drug eluting stent was placed, and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, long segment dissection of grade b was noted in left mid superficial femoral artery due to 6 mm x 80 mm ranger drug coated balloon. The site confirmed through query response that atherectomy procedure performed prior to ballooning caused the vessel more prone to dissection. In response to dissection, 6 mm x 80 mm non-boston scientific (bsc) drug eluting stent was placed in left mid superficial femoral artery. Final arteriogram demonstrated resolution of the stenosis and patent runoff. On the same day, the event was considered to be resolved, and the subject was prescribed dual antiplatelet therapy.

Manufacturer narrative:
The subject(B)(6), 54 years old at the time of enrollment. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the ranger dcb device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was known inherent risk of device.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2025 as a part of the clinical trial. The target lesion #001 was in the left mid superficial femoral artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 60 mm lesion length with 76% stenosis and was classified as tasc ii class b lesion. Prior to target lesion treatment with study device, atherectomy was performed using 1.7 mm turbo elite atherectomy device. Treatment of target lesion was performed by dilation using 6 mm x 80 mm ranger drug coated balloon, study device. Following procedure, 6 mm x 80 mm non - bsc drug eluting stent was placed, and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, long segment dissection of grade b was noted in left mid superficial femoral artery due to 6 mm x 80 mm ranger drug coated balloon. The site confirmed through query response that atherectomy procedure performed prior to ballooning caused the vessel more prone to dissection. In response to dissection, 6 mm x 80 mm non-boston scientific (bsc) drug eluting stent was placed in left mid superficial femoral artery. Final arteriogram demonstrated resolution of the stenosis and patent runoff. On the same day, the event was considered to be resolved, and the subject was prescribed dual antiplatelet therapy.